Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 375cc saline breast prosthesis, catalog #3542660, serial #(B)(4), lot #261343. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 375cc saline breast prosthesis that deflated after implantation. Deflation was confirmed by a physical exam. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/25/2018, the mentor failure analysis lab received the device for evaluation. On 06/29/2018, mentor received additional information about the event: it was originally reported that the explantation date is (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient¿s explanted device was replaced with a mentor smooth round high profile 330cc saline breast prosthesis. On 07/12/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Black material was observed within the device. Green and yellow material was observed on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.5 cm on the anterior aspect and valve leakage. In addition, several lines of shell wear were noticed, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the green, black and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).